Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2007 the patient presented with the following principal admission diagnoses: left c7 radiculopathy secondary to cervical spondylosis. Chronic cervicalgia secondary to cervical degenerative disc disease. The patient underwent c4-c5, c5-c6 and c6-c7 anterior cervical discectomies and fusion with allograft bone, bmp and anterior instrumentation procedures. On postoperative day #1, the patient was doing well. He had a mild degree of difficulty swallowing. Speech is within normal limits. Neurologic exam was at baseline. He had 10 ml from his drain, it was pulled. The patient was subsequently discharged to home in stable condition with the appropriate follow-up arranged.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.